Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no output in the bipolar mode. The ipg functions appropriately in the unipolar mode. The ipg remains implanted.